Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged raises his blood pressure due to using this device,patient has nausea,he stated his machine is one of the affected device. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged raises his blood pressure due to using this device,patient has nausea,he stated his machine is one of the affected device. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During evaluation confirm the presence of dust/dirt contamination in the airpath. Pil can also confirm the presence of mineral deposits consistent with water ingress, suggesting the use of non-distilled water. Pil found no evidence of sound abatement foam degradation or breakdown. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has dark grey contamination. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.